Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that no video output was obtained when using olympus, model series (B)(4) scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
The suspect device was not returned to olympus. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
A user facility reported to olympus that no video output was obtained when using olympus, model series 180 scopes with the olympus, model cv-190, evis exera iii video system center. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was reported that the 180 scope had no image output. It was surmised that the phenomena occurred due to a faulty patient board set. As to the cause of the defect, it can be noted that the subject device was manufactured before the circuit design of the operational amplifier of the dr board was changed. They change history of parts and confirmed that the design of dr board was changed on april 16, 2018. It was unknown if this design change would have affected the phenomenon pointed out. Olympus will continue to monitor field performance for this device.